Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first staple fire into the antrum of stomach, the stapler was able to fire, there was the poor staple formation, there was a jagged barb wire like formed staples-no b shape. The staple line was incomplete proximally. A new staple line was fired medially to resolve the issue. Bleeding started to occur of less than 500 cc. A new reload was used to start the new sleeve gastrectomy. The staple line transection was moved further right of the patient. There was tissue damage.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of a device. A visual inspection of the returned photo noted that malformed staples can be seen in the staple line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.